Event description:
Same case as: 6000093-2007-00061. It was reported that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The patient had urticaria prior to stent placement. Three months after the 3.50x28 mm and 3.50x16 mm taxus express2 stents were placed, the urticaria reoccurred. No additional patient complications were reported. Additional information was requested, but was unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.